Event description:
A patient was scheduled to have mediport injection because port was not drawing blood. Once the portagram was done, it was found that the mediport was fractured with the catheter tip in the right atrium/right ventricle. The patient then had to have a procedure in the radiology department to remove the catheter tip. The catheter tip was saved for failure analysis. The mediport will be removed at an unknown future date.